Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device seemed to be depleting quicker than expected and the consumption was elevated. The engineering analysis showed that the device appeared to be functioning normally. The rate of depletion was elevated due to sensed atrial rate was 354 beats per minute (bpm). This device remains in service. No adverse patient effects were reported.